Event description:
Boston scientific received information that a red alert was generated for this system about one month ago due to a shock impedance measurement greater than 200 ohms. The patient was brought into the clinic and a daily measurement of 60 ohms was observed. The patient has been being monitored and another alert was recently generated due to an out of range measurement again. A recent review of the daily measurements noted impedances in the 50-60 ohm range. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). A boston scientific technical services consultant explained to the caller this is a pattern seen when daily measurements are performed and the patient is in an electromagnetic interference (emi) field. No other adverse events have been reported. This product issue will be re-evaluated if additional details are received.